Event description:
It was reported by service report that the bed would not go up or down properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion - service tech has been unable to access unit to troubleshoot due to repairs hospital is performing in old cafeteria. They have cut large holes in floor into old basement. Beds are on the other side where they are working. He will not be able to work on units until the floor has been poured. A f/u report will be submitted as necessary based on investigation results.